Manufacturer narrative:
A follow-up medwatch will be filed as appropriate. UDI: (B)(4).incomplete. The lot number was unknown. Investigation summary: the device was received at the service center and evaluated. The complaint was created to receive the wrong serial number returned by the facility in error, however, defects were found with the device during service evaluation. This complaint can be confirmed. It was found during evaluation that the wireless footswitch would not pair with the controller because of the corroded battery tray assembly. The battery tray assembly was replaced to address pairing issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device is the root cause of the corrosion of the battery tray assembly. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that the vapr vue wireless footswitch device would not pair with the controller due to a stuck mode button. During in-house engineering evaluation, it was determined that the device had a corroded battery tray assembly. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplementall medwatch will be submitted accordingly.